Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable pulse generator (ipg) was inoperable. Patient stated they felt a shocking sensation and turned stimulation off. Since that time the ipg has been unable to communicate with external devices. The ipg is slated to be replaced at a later date to address the issue.

Event description:
Additional information received indicated the device was explanted and replaced as it ceased to provide stimulation. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.